Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set w/cassette was leaking from the patient line. This was identified during use of the device for peritoneal dialysis therapy. No sharp object was used to open the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a hole in the tubing at the patient luer adapter heal seal location. Functional testing including clear passage and clamp function testing were performed with no issues noted. The reported issue was verified. The cause of the reported condition was manufacturing related as the hole in the tubing was from the rf welding operation during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.